Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported corrupt and mixed patient image data. No patient or user injury was reported.